Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: during further follow up with the reporter it was stated that the issue occurred in the operating room however not anywhere next to the patient.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. A1: (B)(6). H4: unknown.

Event description:
It was reported that during an anterior cruciate ligament (acl) reconstruction surgical procedure while using the cruciate+ retroreamer bullet, when the surgeon put the 4.8 t-handle sheath/bullet on the acl capture femoral guide(with carriage), twisted the 4.8 t-handle to release it from the acl capture femoral guide and the top of the t of the 4.8 t-handle fell off resulting in the t-handle being in two pieces. It was suggested to surgeon to use a hemostat to grasp and twist the 4.8 t-handle long piece (sheath/bullet piece) to release it from the acl capture femoral guide. This solution was successful. We were able to successfully complete the case. The 4.8 t-handle separated into two pieces outside the patient. Patient was not affected by the instrument separation this was the first time I or anyone else has noticed any damage to the instrument. There was more than a minute delay to the procedure. The procedure was completed successfully. There were no fragments generated. There was patient involvement reported. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the complaint device was not returned to j&j medtech orthopaedics, therefore unavailable for a physical evaluation. A manufacturing record evaluation was performed for the finished device, and no non-conformance was identified. Based on the current available information, we cannot determine a root cause for the reported failure. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.